Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as the customer believed the occlusions were due to defective infusion sets. No additional information regarding this allegation was provided. The customer's blood glucose (bg) level was 400mg/dl and a manual injection was administered to address the bg level.